Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 576 mg/dl. The caller was unable to troubleshoot at the time of the call, and asked for an insulin pump trainer to come out to see the customer. Advised that the trainer would be contacted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.